Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and diarrhea. The cause of peritonitis was reported as due to "careless diet". The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for peritonitis. Hospitalization, patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.